Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission. Further information was requested but not received.

Event description:
During a right heart catheterization performed for a left ventricular assist device, a check of the validity of the pressure sensor readings was made. The sensor was recalibrated and the mean was decreased by 20mmhg. Accurate readings were observed under the manufacturer's patient care network database. It was later determined that the sensor was recalibrated to a false lock and not a valid physiologic waveform, and the baseline was reverted to the original.